Event description:
It was reported that the customer's insulin pump was physically broken and coming apart. The customer also received a motor error alarm. The customer stated that the alarm was probably due to issues with the piston and drive support cap. The customer's blood glucose was 6 mmol/l. The customer stated that the piston was phsyicall detached from the insulin pump and that the drive support cap was completely gone. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.